Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that the customer had a low blood glucose level of 31 mg/dl. The caller also reported that they had multiple calibration errors. Troubleshooting was not performed because the customer was not with them. The customer's mother was advised to call back with their daughter to troubleshoot. The device will not be returned for analysis.